Event description:
It was reported that the patient presented for a successful implant procedure of a pacemaker system. After implant, the device could not be interrogated as it had reverted into backup mode. Programming changes were made, and the pacemaker was restored back to normal function. The device remained implanted. The patient's condition was stable.